Event description:
Philips received a complaint from the field service engineer (fse) regarding a v60 ventilator. During service, a full testing and verification (t&v) procedure was performed, and the device passed all required functional and safety tests. Although the leak test met acceptance criteria, a slight abnormal pressure drop was observed. Further inspection of the blower assembly identified the presence of blood-like fluid, which may have contributed to the minor pressure variation. There was no patient involvement at the time the condition was identified. Per the good faith effort (gfe) response, a dry, blood-like residue was observed inside the unit, including within the blower area. This observation was visual only and the substance could not be confirmed as blood. The affected area was cleaned, and the unit subsequently underwent a full test and verification (t&v) procedure. The device passed all functional and system tests with no faults identified, and no parts were replaced during the service visit. As a precautionary measure to support optimal device performance and patient safety, the fse advised the customer to consider replacing the blower assembly and gas delivery system (gds) due to the observed contamination. The customer indicated that they would proceed with replacing these components internally as a preventive measure. No defective parts were returned for further analysis. Based on the available information, the investigation concludes that no further action is required at this time. If additional information becomes available, the complaint file will be reopened.